Event description:
It was reported that the threaded taperloc handle broke off in the stem. No health consequences or harm occurred. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the threaded end of the inserter/extractor is confirmed to be fractured near the base of the threads. There is a fractured piece retained within the returned associated stems insertion/extraction hole. The inserter/extractor has indentations and scratches along the shaft and collar. The black poly handle also has nicks and gouges all around. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.